Event description:
Baxter (B)(4) received a report that a 2.5 ml/hr folfusor overinfused during patient use. The total fill volume was not provided by the reporter; however, the device infused its contents in 23 hours rather than the expected 46 hours. This implies a flow rate of 5 ml/hr flow rate, which is 200% of the expected flow rate. The device was filled with a solution containing fluorouracil. Infusion flow rate greater than 130% of expected rate has the potential to lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no fluid in the reservoir. Visual examination of the sample showed no sign of physical abnormality. An accuracy flow test was performed on the sample for 38 hours. At the end of the flow test period, the infusor produced the following flow rates: calculated flow rate = 2.46 ml/hr, normalized flow rate = 2.52 ml/hr, specification range = 2.25/2.75 ml/hr. The infusor produced functional results within the specification range; the device performed as expected. The reported condition of an overinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s.